Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in repair hernia hiatal laparoscopic, the device failed to seal the tissue. Piece of the stitches broken off and were retrieved. They used another product to resolve the issue. It was an out of the box failure. There was no injury caused to the patient and no medical intervention was required.